Event description:
Removal of symptomatic patient hardware from a previous proximal tibial: open reduction internal fixation (orif) procedure, implanted (B)(6) 2010. There was no infection or patient pain; patient was completely healed and wanted the hardware removed, as he could feel it. A 4.5mm locking compression proximal (lcp) tibial plate and all 6 screws were removed on (B)(6) 2013. This complaint is on 4.5mm cortex screw self tapping. This is 7 of 7 reports for (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.